Manufacturer narrative:
(B)(4). Batch # r9334d. Device analysis: the analysis results found that the er320 device was returned with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found with no damage. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the instrument was cycled and it fed and it ejected 6 clips; finally, the device locked out as intended. The instrument was disassembled in order to evaluate the condition of the internal components and the handle post was noted to be broken. No conclusion could be reached as to what may have caused the damage found on the handle post. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a lap cholecystectomy, the er320 clips were coming down two clips at a time. Several clips did not completely form. They had to take the clip applier out and fire the device outside to reset. Was able to complete case with properly formed clips. There were no patient consequences reported.